Event description:
It was reported that the pump battery "power surge and shuts off". There was no reported adverse impact to the customer's blood glucose. Multiple attempts were made by tandem technical support to address the issue, however no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.